Event description:
Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿ and the blood flow stopped. A getinge field service technician was sent for investigation on 2021-08-18 and he could not confirm the failure. The unit was tested and put back in use. The logfiles were analyzed by life-cycle-engineering on 2021-09-21. The log files show that the failure could be linked to a defective hls set. The related hls set was not available for technical investigation. An exact root cause could not be determined. However, due to the provided logfiles the root cause could be linked to a most probably defective hls set (e.g. Disconnection, blockage, high resistance in circuit). Based on this the reported failure "pump disposable error" could be confirmed. No product related malfunction of the cardiohelp could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up emdr will be submitted when additional information become available. The cardiohelp in question will be investigated by a getinge service technician.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿ and the blood flow stopped. No indication of actual or potential for harm or death was reported. The information received that the customer used the emergency drive and changed the cardiohelp. Complaint number: (B)(4).